Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31344568l and no related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro and the patient experienced cardiac tamponade that required pericardiocentesis. Cardiac tamponade was confirmed during ltpv (left pulmonary vein) ablation. Patient¿s condition was relieved by drainage. Vitals were stabilized and the patient returned to the room. The procedure was discontinued. Patient fully-recovered, the patient did not need extended hospitalization. The physician's opinions on the relationship between the event and the product is that there was no causal relationship. No abnormalities observed prior to or during use of the product. Physician's opinion on the cause of the adverse event was the procedure, excessive contact force at roof might be a cause.